Event description:
The complainant reported that in 2009, the physician was performing transobturator sling placement procedure using an obtryx system-halo sling. The procedure was being performed on a female pt who had previously undergone a vaginal hysterectomy. During the procedure, the physician passed both needles and pulled the tape through the incision. The physician then did a cystourethroscopy, and noticed that the tape was in the bladder on the pt's left side. The physician confirmed that the vesical trigone was not damaged, and then the physician removed the visualized tape, and successfully re-passed it. The doctor reported that the pt's bladder had two small perforations, which were approximately 1cm in width. The pt was kept with a foley catheter for two weeks to allow the bladder to heal. The pt was released from the hospital the same day, following the procedure. The complainant reported that during the follow-up visit to the physician, the pt was doing fine and the foley catheter was no longer needed.

Manufacturer narrative:
The complainant reported that the device will not be returned for eval as it was implanted in the pt; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed. At this time we are unable to determine the relationship between the device and the cause for this event.